Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's oxygen blending module board and interface board were replaced to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's oxygen blending module board and interface board were replaced to address the issues. During the evaluation, the blower, stirring fan, stirring fan foam, flow sensor assembly and tubing kit were replaced due to preventive maintenance.

Manufacturer narrative:
(B)(4).